Event description:
It was reported on "(B)(6) 2025, the extension line and hub was found separated as the patient tugged at the catheter." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "09 june 2025, the extension line and hub was found separated as the patient tugged at the catheter." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "(B)(6) 2025, the extension line and hub was found separated as the patient tugged at the catheter." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one 1-l catheter for analysis. Signs of use in the form of biological material were observed. Visual analysis revealed that the white distal luer hub was separated from the extension line directly adjacent to one another. Microscopic analysis confirmed a portion of the extension line was still molded within the separated distal luer hub. The total length of the catheter body measured 205 mm, which is within the specification limits of 201.5 mm - 210.5 mm per catheter product drawing. The separation between the distal luer hub and extension line was measured at 92 mm from the juncture hub. The outer diameter of the distal extension line measured 2.17 mm , which is within the specification limits of 2.13 mm - 2.21 mm per distal extension line extrusion product drawing. The inner diameter of the distal extension line measured 1.45mm, which is within the specification limits of 1.42 mm - 1.50 mm per distal extension line extrusion product drawing. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of extension line/luer hub separation was confirmed through complaint investigation of the returned sample. Visual and microscopic analysis revealed the white distal luer hub and its respective extension line were separated. A portion of the extension line was still molded within the separated luer hub. Based on the appearance of the damage, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend complaints of this nature.